Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with approximately 200 units, and was having to change the cartridge sooner than expected. The customer's blood glucose level was 188 mg/dl. Review of the tandem data logbook showed that from (B)(6) 2016 to (B)(6) 2016, per the load, basal and bolus deliveries, the insulin gauge was accurate. The customer understood and was satisfied.